Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 14000023.

Event description:
It was reported that following an ipg upgrade, the physician discovered that the integrity of the leads was compromised. The patient underwent a revision procedure wherein the leads were replaced.

Event description:
It was reported that following an ipg upgrade, the physician discovered that the integrity of the leads was compromised. The patient underwent a revision procedure wherein the leads were replaced. Additional information was received that the patient was doing well postoperatively and the explanted device components were retained by the medical facility and will not be returned.